Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: bilateral facetectomy l4-5, pedicle screw instrumentation l4-5, decompression of right l5 root, interbody fusion of l4-5 with local autogenous bone graft harvest, and peek spacer with bmp posterolateral fusion; for pre-op diagnosis of: degenerative lumbar facets l4-5, degenerative disc disease at l4-5, lateral recess stenosis l4-5 with l5 radiculitis, right. As perop notes: ".. We measured a 12 on the trial spacer sizes, so at this point local autogenous bone graft was harvested from the facetectomy was inserted into the interbody space and sandwiched between bmp and then a 12 cage was inserted with bmp into the disc space. Next the cc-arm was brought back in and showed adequate position of the screws and the cage.. The patient was stable at termination of case.." Findings: lateral recess stenosis. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.